Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Updated evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. The device activity log was cleared by the customer and could add no value to the investigation. The battery was not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another battery for the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. Review of the device activity logs showed a low battery message and then shut down warning message prior to shutting off. This is not an indication of a device malfunction, but rather the intended response from the device when the battery runs down and should be replaced. The battery involved was not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.